Event description:
It was reported that the patient needed some adjustments made. They had increased the stimulation as high as it would go and the stimulation wasn't helping their symptoms. This started to be an issue 2 days ago. The patient was not really feeling stimulation and noticed they stopped feeling stimulation yesterday after having 2 horrible accidents. The patient checked the device and was at program 3 at 0.8v and the device was turned off. The patient turned the device back on and confirmed they felt stimulation. It was further reported that the patient had a loss of therapeutic effect and the device wasn't holding them like it was. The patient was back to wearing a diaper and was back to square one. The device was holding them 90 percent of the time and now it was about 60 percent and this started 2 weeks to 10 days ago. The patient had not had any falls or trauma and it was a gradual change in symptoms. The patient would see their health care provider (hcp) next month and was not instructed to keep a voiding diary. The patient was on program 3 at 0.9v and they didn't know the device went to 1.0v and higher. The patient was going to increase stimulation and monitor their symptoms. The patient called their hcp and was told to contact the manufacturer. The patient had been trying program 3 at 0.4v since implant in october. Increasing the fluttering at the entrance of her vagina to 0.9v and 1.0v had caused the area to become horribly sore and the patient turned stimulation back down to 0.9v. The patient checked their other programs and had program 4 at 2.8v and this program shot the patient out of their seat. The patient decreased until they were comfortable at 1.4v and felt this stimulation in their tailbone area. The patient had program 1 at 3.3v and program 2 at 2.7v and wanted to try program 2. The patient decreased program 2 to 0.9v, activated program 2, and increased until they felt stimulation. The patient felt stimulation higher in their vaginal area and wanted to try it at 1.3v, but it was stabbing and they decreased to 1.2v. The patient mentioned that they never received the therapy guide, dvd, and diary. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0mu3j, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had an appointment on (B)(6) 2015.